Event description:
An endeavor sprint drug eluting stent was implanted in the lad/1st diagonal branch during the index procedure. Approximately 23 months post the index procedure, the patient non cardiac death occurred, cause of death reported as stroke. Investigator has indicated the event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death); evaluation, conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
The patient had a cerebrovascular accident approximately 22 months post index procedure and underwent surgery. Patient died approximately 2 weeks post operation.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
Cause of death was septic shock, sepsis and pneumonia.

Event description:
Cause of death was septic shock.